Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: upon subsequent follow-up with the reporter, additional information was received. The reporter stated that parts of the bearing sleeve attachment deice had separated.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had component damage, and exhibited heat and vibration. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure. Concomitant device: minimal access attachment. Please note that this medwatch report (1045834-2020-00739) is related to medwatch report 1045834-2020-00726 as the products were used together in the same event. UDI: (B)(4).

Event description:
This is event 2 of 2 of the same event. It was reported from (B)(6) that parts of the minimal access attachment device and the bearing sleeve had dropped when used together. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.